Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump battery failure was confirmed by baxter personnel during event history log review, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with a malfunction of battery failure. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of "battery failure" was confirmed during product evaluation as damaged battery alarm. The root cause of this condition was assigned to use/user error. The main batteries and battery harness were replaced to correct this condition. A service history review revealed that this device was previously serviced for failures/problems that were same as or similar to the current problem.